Event description:
Event description guidant received information that the right ventricular (rv) thresholds were elevated. It was further reported that the patient had a syncopal event while at home. The physician is concerned that there may be a loss of rv capture.